Event description:
I hope as you read this you will understand that the procedure called sacrocolpopexy should be banned. I would think it would be hard to find a patient who would say otherwise. In 2015 at the (B)(6) hospital in (B)(6) dr. (B)(6) performed surgery for what I thought was mainly bladder prolapse. Although he acknowledged my request for "no mesh" I ended up with restorelle mesh and a hysterectomy. I am sure that from our conversation he would know that I did not completely understand what he was about to do; he made sure not to use the words hysterectomy or mesh when explaining a second procedure that he wanted me to agree to and gave me no other resources to educate myself with before performing this procedure. In 2019 when my gyn detected bleeding I began the search to understand what it was. Medical services being what they were on (B)(6), it took me an additional 2 years to discover that I had mesh inside. It has taken me until now, to piece together what happened to me in the hands of (B)(6). This surgery should be stopped. It has no redeeming value. It only guarantees the doctor a patient for life. Other than removing the mesh as a whole, which no one is willing to do, the only solution is to have endless doctor's visits for trimming the excess mesh. This procedure has made a patient out of me, an otherwise healthy and happy person. Thank you for your attention to this matter. Respectfully, - (B)(6). In (B)(6) 2023 I was painfully immobilized by a frozen lower back. Took me a while to connect the two. This procedure attaches the mesh to the sacrum. It took me a good six months to get pain relief/pain free mobility.